Event description:
International affiliate reports the tip of the moss miami si final tighter became stripped intra-operatively while the surgeon was attempting to final tighten screws. It was reported that the driver seemed to be seated correctly in the screw. A backup driver was then used to tighten the remaining screws. The difficulty did not result in any adverse consequences to the patient and there was no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The moss miami si final tightener was returned for evaluation. Visual inspection revealed that approximately 0.55mm of the distal tip had become stripped. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mmsi final tightener was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. This analysis found no systemic trends that require further action. The root cause cannot positively be determined. However, the observed damage is consistent with a driver most likely not been fully seated in the setscrew during final tightening. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.